Event description:
In the process of updating device tracking info, it was discovered that the pt had passed away. The pt's last known physician was contacted in an attempt to obtain the name of the pt's new physician since the last known physician had relocated. The cause and date of death is unknown at this time. The pt was seen by last known physician in 3/2000. Last known physician suspects that the pt died of natural causes and does not know whether an autopsy was performed.